Event description:
It was reported that the ventilator failed the pressure transducer test and flow transducer test during pre-use check. There was no pt involvement. (B)(4).

Manufacturer narrative:
More info surrounding the event has been sought. A supplemental MDR report will be sent when the investigation is completed.